Event description:
Patient reported "deflation" confirmed via mammogram and ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a. Implant date: 2001. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Clarification to d6b explant date: partial date 2025 - explant surgery was scheduled for 7/oct/2025 and healthcare professional confirmed the devices have been removed but have not confirmed the exact date.

Event description:
Patient reported "deflation" confirmed via mammogram and ultrasound. Later, healthcare professional reported the implant was "unmarked". This record is for the left side. Device has been explanted and replaced.